Event description:
It was reported that the surgeon experienced difficulty inserting the polyethylene liner into the implanted acetabular cup. Prior to insertion, the surgeon mentioned that the locking ring did not look right inside the cup. A new cup was implanted to complete the procedure.

Manufacturer narrative:
Eval summary: the issue may be due to one or combination of the following factors: locking ring is out of groove and surgeon tries to snap the poly liner to the shell, preventing assembly and damaging the locking ring; tabs of the locking ring are not in the window slot and when an attempt is made to snap the liner to the shell, the locking ring may bend and prevent complete engagement of the liner to the shell; locking ring may get damaged during handling of the device in operating room; use of incompatible liner can also damage the locking ring and prevent engagement. No definitive cause analysis can be completed with certainty. Eval: as returned, the locking ring appears to be bent. The cup outer surface has third body particles and they appear to be blood or tissue. Both components were dimensionally analyzed and found to be within spec where measured. Device history records indicate all components were mfg and inspected to spec. No mfg abnormalities could be detected.